Event description:
It was reported that the impedance trends on the superior vena cava (svc) and right ventricular (rv) coils of the right ventricular lead had shown up and down variability since implant and the svc impedance was slightly high at times. All other values were within normal limits. The lead was left in use during a device change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.